Manufacturer narrative:
No death or serious injury were reported due to the malfunction and it was confirmed that once the new catheter and vial of lava were replaced, the product was deployed to the patient successfully. Truselect is not a catheter validated with the device as indicated on the labeling, however it is stated that the catheter is dmso compatible by its manufacturer. Though there was no death or serious injury in this event, a MDR has been filed out of an abundance of caution, due to the potential for death or serious injury of uncontrolled hemorrhage if the malfunction caused the device to not be delivered or for the delay in procedure. A review of production records show the batches were manufactured to approved specifications and met quality assurance criteria.

Event description:
The physician had a patient with a gi bleed. Lava polymerized in hub of catheter and the product was not deployed. The catheter was removed and a new truselect catheter and a new vial of lava were utilized.